Event description:
It was reported that within two months of a urethral bulking implant, the material eroded through the mucosal tissue. The physician decided not to remove the eroded tissue and to wait and see if the mucosal tissue heals over on its own. The patient also developed a urinary tract infection and was treated with antibiotics.